Event description:
Additional information was received from the manufacturer's representative: patient says the device caused lower back pain. Patient had the device removed but the back pain continued. Patient believes the back pain is due to the fractured lead during removal that was abandoned. No further complications were reported or anticipated.

Manufacturer narrative:
Section d11 information references the main component of the system and other applicable components are: product ID 3889-28 lot# va1540p serial# implanted: (B)(6)explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #:(B)(6), ubd: 11-mar-2020, UDI#: (B)(4) h6: additional coding applies to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3889-28, lot# va1540p, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The rep was not present during the explant. The rep did not know when the fracture of the lead occurred. According to the patient, (B)(6) 2019 was the explant date in the previous report. There was no further intervention noted. The physician was not notified.

Manufacturer narrative:
Date is approximate. Concomitant medical products: product ID: 3889-28, lot# va1540p, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the implant was causing back pain, they had been very sensitive at the ins site for a few months prior to removing the device. They stated the ins had been removed in (B)(6) 2019. They were calling to ask if they could have an MRI with the lead only. They were told the lead was imbedded into the tissue and could not be removed. No further complications were reported or anticipated.

Manufacturer narrative:
Weight was provided as a range: 130-133 pounds. If information is provided in the future, a supplemental report will be issued.